Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient had experienced several leaky cartridges, requiring early replacement. The patient¿s supply was running low and was expected to be depleted before the next order arrived. A replacement order was issued to ensure adequate supplies until the new order could be received. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.